Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1735501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury.

Manufacturer narrative:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. No anomalies were observed. Leak testing was performed on the balloon per mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s outer diameter (od) was verified to be within the specification. Visual inspection at high magnification) found no saline in the balloon of the returned device which indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1735501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.